Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided. While a root cause could not be specifically identified, based upon photos, a likely cause for the failure was the application of excessive force during use as robots are not supposed to be used with the trocar. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs- do not use excessive downward force. Once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias12-150lpi, airseal 12/150mm lpi port, was being used during a gynecological robot procedure on (B)(6) 2023 when it was reported, ¿the customer noticed that at the end of the gynecological robot procedure, a piece of the external double-walled cannula was missing. After searching inside the abdomen, they found the piece of plastic.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed as planned. All fragmentation was recovered from the patient per the reporter. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias12-150lpi, airseal 12/150mm lpi port, was being used during a gynecological robot procedure on 31jul23 when it was reported, ¿the customer noticed that at the end of the gynecological robot procedure, a piece of the external double-walled cannula was missing. After searching inside the abdomen, they found the piece of plastic.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed as planned. All fragmentation was recovered from the patient per the reporter. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.